Event description:
The customer reported that the needle did not deploy, but he continued to wear the pod. His blood glucose was 93 mg/dl at lunch time and 393 mg/dl with small ketones present at the time of his call.

Manufacturer narrative:
The returned device was evaluated and the reported failure of the needle mechanism to deploy was confirmed and found to have root cause release bar installed incorrectly. This manufacturing error contributed to the reported hyperglycemia. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and the pdm also displays a reminder to check the infusion site and cannula. The user guide also warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."